Manufacturer narrative:
The reported event of the stylet failure to advance was not confirmed. A complete lead without the stylet was returned in one piece for analysis. Visual inspection, x-ray examination and stylet insertion test were normal, with no anomalies found.

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the stylet failed to advance into the newly implanted right atrial (ra) lead. The ra lead was not installed and the procedure was completed using an alternate ra lead on (B)(6) 2023. The patient's condition was stable.